Event description:
Customer reportedly received results of 370 mg/dl on compact plus system 1 and 157 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 207225c, expiration date 02/28/2011). Caller did not provide product information for system 2.